Event description:
During evaluation of a returned transfer set, a broken spike was found. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation; however, no root cause was determined. A visual inspection was performed with a broken spike noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The lot number was unknown, therefore, no batch review could be performed.